Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
It was reported that this right ventricular (rv) lead exhibited chronic high shock impedances with current measurements being out-of-range. Boston scientific technical services (ts) noted that a shock has never been delivered and gradual increases in impedances is suggestive of calcification or ionization of the lead tip versus lead damage. No adverse patient effects were reported. The lead remains in service.